Manufacturer narrative:
(B)(4). Unit passed displacement test and self test. Sensor signal not found, problem isolated to pcb 2. Unable to determine unexpected suspend or low sensor glucose due to communication anomaly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer wants to know how the suspend on low and suspend before low feature works and resuming basal in insulin pump and also the grey x. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.